Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. Boston scientific technical services (ts) discussed troubleshooting measures. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that the patient was evaluated in a clinical setting and high oor sli measurements of 135 ohms were observed in proximal to distal coil configuration. No high sli measurements were observed in distal coil to can. Therefore, the device was reprogrammed in distal coil to can configuration. The patient is scheduled for defibrillation threshold (dft) test. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--